Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that the distal capture coil was caught on the distal edge of a previously placed pipeline. The physician had to snare the distal capture coil to remove it from the patient. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
(B)(4). The microcatheter, pushwire and snare were returned for evaluation without the pipeline device as it was discarded. The pushwire was found outside catheter. The pushwire was found to be broken near the distal end and appeared to be broken into two segments (distal and proximal). The tip coil and capture coil were found to be damaged. The microcatheter tip appeared to be damaged. The microcatheter was found to be flattened near the distal end. An in-house mandrel was inserted into the distal tip and hub of microcatheter and it got stuck at the damaged locations. The broken end was sent out for sem analysis. Based on the above findings and sem analysis, the customer's report was confirmed. The failure mode appeared to be consistent with torsional overload. The tip coil, capture coil and catheter were damaged. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device evaluation is still in progress and the results pending completion of evaluation. A follow up MDR will be filed once the evaluation results become available.